Event description:
The customer's husband called to report that the customer was hospitalized after experiencing low blood glucose levels and a seizure. The husband stated that the customer's glucose meter was reading higher than the one that was used at the hospital, causing the customer to get more insulin than necessary. The husband was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.